Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely the phenomenon in which the user's screen was too bright was caused by the user using the screen in high-brightness mode. Per the legal manufacturer, the other issues identified in the initial report (software upgrade needed, worn slider switch, worn socket air joint, leaking air pressure, and corrosion in air tube) have no potential to cause or contribute to death or serious injury if they were to recur.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problems could not be confirmed. The unit was tested with a video processor and multiple scopes; the video image and brightness adjustment functioned as expected. In addition, it was determined the unit did not require a software upgrade. The evaluation found that the scope socket slider switch was worn, causing intermittent use of high intensity mode; a worn socket air joint was found, leaking air pressure; corrosion in the air tubing was found. An assignable cause for the reported problems could not be determined.

Event description:
A user facility reported to olympus that after replacing the bulb, the light was too bright and could not be adjusted. In addition, it was reported the software needed to be upgraded. The problem, as reported to olympus, was identified during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.